Event description:
It was reported during implant that the right ventricular (rv) lead had punctured the left subclavian vein. It was noted that when pacing was performed from the rv lead the waveform was not consistent with the rv pacing. The rv lead was positioned in the left ventricle. The replacement rv lead was also inserted into the left ventricle. The replacement lead was removed. Contrast imaging was performed and it conformed that the puncture was made into an artery. The patient was transferred to a different hospital and a temporary pacemaker was used. It was also reported that when inserting the sheath the wire could not be inserted successfully. The rv lead was attempted/not used. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.